Event description:
During a remote follow up, episodes of oversensing due to noise resulting in inappropriate mode switching were noted on the right atrial (ra) lead. Lead damage was suspected. Reprogramming was performed to resolve the event. The patient was stable.